Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report an issue with the one touch ultralink meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 11:00 am the patient had an issue with the reported meter; however, he was unable to provide specific information as to what the problem was. The patient took no actions due to the meter issue. At 11:30 am the patient experienced the symptoms of lethargy and inability to speak well. The patient did not seek any medical attention or treatment. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were not indicative of severe injury, and he denied seeking medical attention. However, as there were no details provided as to the meter issue, and it was not resolved, this complaint is being reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a battery voltage less than 2.65 volts after 32 months after the implant. The most recent information received noted that this device was replaced after triggering elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.